Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation.

Event description:
It was reported that during a routine follow-up the lead's pacing threshold was high and the impedance had increased. There was an attempt to reposition the lead, and while repositioning the lead, the helix was retracted but was unable to extend again. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.